Event description:
It was reported that the patient experienced a continuous glucose monitoring pairing issue characterized by signal loss while using a dexcom g7, and the agent provided troubleshooting to switch the sensor configuration from g6 to g7 to address a not-paired condition. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included remote troubleshooting and user education regarding correct sensor selection and pairing steps. Investigation of this case revealed that the issue was attributable to an unpaired cgm connection likely related to incorrect sensor configuration, with resolution steps provided to re-establish communication. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to loss of pairing.